Manufacturer narrative:
No alleged serious injury. Malfunction alleged. Allegedly, the control box failed and the facility smelled a smoke/burning smell. The facility opened the control box and alleges the circuit board was burnt. It is unknown if there was an electrical power surge. MDR filed due to smoke and burn.

Event description:
The control box allegedly failed and the facility smelled a smoke/burning smell. The facility opened the control box and alleges the circuit board was burnt. No injury is alleged.